Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The navlock tracker was returned to the manufacturer for analysis. Analysis found the returned tracker would not accept a known good instrument. Closer examination revealed galling, just inside the tracker at the top end. The tracker did return good geometry error with markers attached and fully seated. The reported event was related to a galling (mechanical) issue. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the violet navlock was damaged. There was no patient present when this issue was observed.